Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in bacterial peritonitis and was hospitalized. The breach in aseptic technique was further described as a touch contamination and the patient disconnected from their cycler and used a minicap to cap patient connection. The peritonitis was manifested by abdominal pain and cloudy effluent. During hospitalization, the patient was treated with unspecified antibiotic (dose, route and frequency not reported) for the event. The patient was discharged to home two days after hospitalization. Four days after discharge, the patient was treated with vancomycin (intraperitoneally (ip), 500mg, one time dose). Four days later, the patient was again treated with vancomycin (ip 200mg weekly for 3 weeks) on an outpatient basis. At the time of this report, the patient was retrained on aseptic technique and had recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. According to the instructions appearing in the homechoice and homechoice pro automated peritoneal dialysis systems patient at-home guide, the patient is to ¿use aseptic technique to reduce the chance of infection¿. The guides further state that contaminating any part of the fluid path may result in peritonitis, serious patient injury, or death. In addition, the guides instruct the patient to place the minicap on the transfer set after disconnecting. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.